Event description:
It was reported that the keypad on the insulin pump was unresponsive. Customer stated that they exercised with the insulin pump and they were sweating. Customer's blood glucose reading at the time of the call was 165 mg/dl. Nothing further was reported.

Manufacturer narrative:
All the buttons functioned properly. Keypad connector was inspected and it was slightly unlocked. No moisture damage found on electronic assembly/motor. Unable to inspected keypad traces for moisture damage due to case being held for further testing. No cosmetic damage noted.